Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator left (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted abdominoperineal resection (apr)surgical procedure, the clinical sales associate (csa) contacted the technical service engineer (ts)e regarding the master tool manipulator left (mtml) grip on the surgeon side console (ssc) being stiff and losing the spring function. The csa also noted that the touchpad on the same ssc failed to initialize. The customer was going to begin the surgical procedure using the second ssc. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) where all tests passed but the grip was found to be sticky. As a result of these findings, failure analysis was able to conclude that the grip lever springs were found to be the root cause of the reported event.